Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze when clicking on a patient tile. When trying to reboot the device, it would not power on. The device finally powered up and was working fine after everything had been disconnected then reconnected. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze when clicking on a patient tile. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) froze while clicking on a patient tile. When trying to reboot the device, it would not power back on. The customer unplugged and reconnected everything, which resolved the issue and the unit powered up with no issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: after reboot, no other issues were observed. A review of the history of the serial number identified that on 8/26/2022 (2 years after), another report of the cns freezing was reported on ticket ((B)(4)). Like this ticket, the unit was rebooted, and no other issues were observed after the reboot. Based on the available information, a definitive root cause could not be identified. Freezing of the cns may occur when the device is unable to handle multiple processes occurring on the device. This may be due to accumulation of processes from long uptime/runtime of the device. It is recommended in the cns operator's manual to reboot the cns once every three months. Otherwise, the cns operation becomes unstable, and monitoring may stop. Other factors that may cause freezing of the cns are windows update, network related issues, permissions related issues, and hard drive related issues.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze while clicking on a patient tile. When trying to reboot the device, it would not power back on. No patient harm was reported.